Manufacturer narrative:
Customer complaint notes, stated motor error alarm. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump history download using thds was successful. A47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.